Event description:
It was reported that the "pump sometimes shuts down and turns on and off". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.